Manufacturer narrative:
One device was received for evaluation. Visual inspection on the returned sample observed solution leaking into a bag. Functional testing was performed and revealed a leak from the base of the spike port cap. The reported problem was verified. The cause of the condition was determined to be inadequate or lack of cyclohexanone being applied to the spike port cap during the manufacturing process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bags were leaking from the access port. This was observed at the warehouse. There was no patient involvement. No additional information is available.